Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade IV and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma.

Event description:
Healthcare professional reported for right side "just sore and hard". This textured device was implanted after the global recall of textured devices. The device remains implanted. Healthcare professional reported "right preimplant liquid collection with a predominant retro posterior aspect, which conditions its displacement in a superficial direction", "pain, capsular contracture grade IV", "folds that predominate in the margins ", "nodular image", "mononuclear histiocytes, some vacuolated; inflammatory leukocyte infiltration; erythrocytes and cellular detritus - acute and chronic inflammation".

Manufacturer narrative:
Continued h6 [health effect impact code]: 2203.

Event description:
The device has been explanted.